Event description:
It was reported that the device and rv lead were explanted due to 8 inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event.